Manufacturer narrative:
The act button on the insulin pump did not respond due to flattened button dome switch. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump aren't responding. He pressed all the buttons and none of them register on the device. Customer's blood glucose was 337 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.